Event description:
Customer reported the alarm does not sound when weight is removed from the sensor. The customer reported that when the hosp personnel attempted to change the batteries he received a shock. There was no serious injury reported. The customer did not provide the date when this occurred.

Manufacturer narrative:
The product has been requested to be returned but has not been received. (B)(4).